Event description:
It was reported that on 27 may 2026, a 23mm, navitor valve was selected for implant using a flexnav delivery system (ds). The patient has a prior medical history of peripheral vascular disease and arteriotomies in the access. Right femoral was selected as the access site. Calcification was observed in the access site, upon insertion of the first proglide, significant difficulty was felt while puncturing. After placement of the first proglide, the femoral artery ruptured and an unspecified peripheral balloon was used to control the bleeding. An arterial dissection was required to advance the ds. The valve and ds were prepared; during the procedure, on the first deployment attempt, it appeared that the navitor vision stent had broken; the valve was recaptured twice due to positioning issue. At this point, the valve capsule did not fully recaptured. All necessary maneuvers were performed without success in recapturing the valve, resulting in deploying the valve in the descending aorta. A second unspecified valve was selected for implant and advanced through the descending aorta. The valve was able to be implanted successfully without complications. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Two days later, the patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.